Event description:
Ous MDR - after an implantation period of approximately 38 months, a loss of capture was reported. The lead was replaced and returned to biotronik for analysis. No adverse patient events were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection revealed that the distal part of the lead was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analyzed. The analysis revealed no indication of a material or a manufacturing problem. Furthermore, the steroid collar was pulled of and was not returned for analysis. As the root cause of the observed damage, tensile forces during the explantation procedure should be taken into consideration. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported loss of capture. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.